Event description:
It was reported that the left ventricular (lv) lead had fluctuating impedances and poor capture, consistent with fracture. The patient's functional class decreased without lv pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2012. (B)(4).